Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted about five weeks after implant. The device and leads were successfully replaced. No additional adverse patient effects were reported outside of the explant procedure. Per additional information received, this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection. A temporary pacing lead was utilized until replacement system was implanted. No additional adverse patient effects were reported

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted about five weeks after implant. The device and leads were successfully replaced. No additional adverse patient effects were reported outside of the explant procedure. Per additional information received, this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection. A temporary pacing lead was utilized until replacement system was implanted. No additional adverse patient effects were reported